Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause of the phenomenon cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fog free function error (e104), distal fiber breakage, scratches on distal edge objective frame, and cracks on side of the video connector. There was no patient involvement.